Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that a patient underwent a vascular procedure on the common femoral artery. Following completion of the procedure an attempt was made to close the puncture with a celt acd 6f device. Immediately after dr ejected the implant from the delivery system, dr noted that there was bleeding at the puncture site. Manual pressure was applied to achieve haemostasis. Dr used fluoroscopy and discovered that the implant was in a branch of the profunda femoris. The patient had no symptoms of decreased vascular perfusion to the leg. The implant was left in the patient and no further action was taken. The patient was discharged on the same day on time.